Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data have been analyzed. Confirming the clinical observation, the analysis revealed a battery status eri, detected on (B)(6), 2015. The follow up data of (B)(6), 2015 showed a battery status mol1, no charging cycles but capacitor reformations were documented in the device data. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed a detection of the battery status eri on (B)(6), 2015. However, based on the available data no conclusion can be drawn regarding the root cause of the clinical observation.